Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient applied pressure to the battery they stopped feeling stimulation sensation. The battery was still on. The patient claimed that stimulation felt like it was turning off. Electrode impedances were tested and found to be in in the range of 1055-1235 ohms. The manufacturer representative did not have the group impedance. The primary group was group d but the patient had other groups that all used similar electrode configurations. Group d program 1 was set at 11+, 12-, 13-, 15+ with an active pulse width of 410 microseconds. Group d program 2 was set to 13+, 14-, 15+ with a pulse width of 450 microseconds. The stimulation turning off with pressure started 3-4 weeks ago in 2016 and was occurring intermittently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.